Event description:
No additional information.

Manufacturer narrative:
Twenty samples and photos were received for investigation. Three syringes arrived without packaging, so their batch could not be identified, while the remaining (B)(4) arrived in their original packaging from batch 2501100. Since the customer¿s claim involves two batches, it is assumed that the three unpackaged samples correspond to batch 2412053. One side of the image shows a single syringe, and the other side shows three syringes. All syringes contain a transparent liquid and have a small white residue at the base of the stopper. The first three syringes exhibited a small whitish shadow in the center of the stopper base, matching the photos provided by the customer; therefore, the defect was confirmed for these three samples. However, the remaining 17 syringes were inspected without finding this defect on the stopper. Additionally, six retained samples were requested for investigation. During the visual inspection, no foreign matter was observed on the stopper, nor any related defect. The most probable cause of the foreign matter is an accumulation of stopper silicone combined with polypropylene, which accounts for its whitish appearance. The areas through which the parts run in the manufacturing line are protected to avoid friction on the parts that could generate particles. Although, it could be that at some point the cylinder has rubbed and detached those particles. If the rubbing occurred after the syringe was siliconized, the particles would have ¿stuck¿ to the syringe due to the presence of silicone. The silicone employed in this product is a medical grade silicone authorized for product use. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Equipment of manufacturing line is regularly cleaned. In addition, manufacturing personnel have been notified of this incident to increase awareness.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: per the customer "white residue present on the syringe plungers. Several final product syringes have been found with a white residue present on the syringe plungers. As the origin of this residue is currently unknown, multiple batches have been discarded at our mount kuring-gai facility as a precautionary measure. We currently have three affected final product syringes from the mentioned lots available and can provide them as samples for your investigation. Please note that these syringes contain heparin and 0.9% sodium chloride as part of the final product formulation."